Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and pelvic inflammatory disease ('acute pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease and endometriosis. Concurrent conditions included abdominal pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion hospitalization) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result-unknown. Ultrasound scan vagina - on (B)(6) 2017: normal size uterus with unremarkable endometrium. Bilateral essure visualized within the cornua. Normal adnexa seen with left corpus luteum. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, abnormal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet and medical records received : incident category updated to serious incident. Reporter information updated. Patient details and product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, vaginal pain. Concomitant medical condition added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.